Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation a service required alarm condition indicating a communication error was observed in the device's downloaded event log. The device's interface board was replaced to address the issue. The device failed a leak test step during testing. The device's blower assembly was replaced to address the issue. Additionally, the front enclosure was found to be physically damaged and was replaced. The device was retested and passed all final testing.